Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h10, h11. The reported event is for a revision surgery performed due to disease progression; however, the zimmer biomet device did not cause or contribute to the reported event as zimmer biomet does not have any devices that are meant to cure and/or prevent progression of pre-existing patient diseases. Therefore, this event is considered not reportable. No additional report shall be submitted for this incident. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial right knee arthroplasty. Subsequently, they underwent a revision surgery due to disease progression approximately sixteen years post-implantation. No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D4 - the primary unique device identification (UDI) number is not applicable as both the item and lot numbers of the device are unknown. D10 - associated medical devices: unknown oxford tibial component; item# unknown; lot# unknown. Unknown oxford bearing; item# unknown; lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an initial right knee arthroplasty. Subsequently, approximately sixteen years post-implantation, they underwent a revision surgery due to unknow reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received.